Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The fine tuner echo did not work anymore and the customer was wondering about a kind of burnt smell. When the battery cover was opened, the battery and cover were slightly brown-tarnished. No injury has been reported. The affected device was replaced and will be shipped to hq.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Event description:
The finetuner echo did not work anymore and the customer was wondering about a kind of burnt smell. When the battery cover was opened, the battery and cover were slightly brown-tarnished. No injury has been reported. The affected device was replaced.